Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase of the shock impedance, to the point of being out of range. The last impedance values were approximately 150 ohms, and the impedance measurement from (B)(6) 2021 was approximately 117 ohms. Upon troubleshooting performed, there was no noise reproduced and no noise episodes stored. The decision was made to perform defibrillation threshold (dft) test by delivering a low energy 1.1 joule shock to obtain the real shock impedance and the value was noted as 125 ohms. It was decided to monitor the patient via latitude to follow the impedance trend. Reportedly, the patient was hospitalized for reasons unrelated to the device performance. The rv lead remains in service. No additional adverse patient effects.